Event description:
Patient was implanted with non-synthes pedicle screws, non-synthes rod, and two synthes peek spacers on (B)(6) 2011 for an anterior lumbar fusion at l4-l5, l5-s1. Patient complained of severe irritation. Patient presented to surgeon with ongoing unknown irritation and inflammation. It was reported the patient was returned to the or on (B)(6) 2013 for removal of the competitors pedicle screws and rod. The two peek implants remained intact and implanted. The patients fusion was reportedly good. The patient indicated that the irritation and inflammation is improving, and he plans to begin physical therapy on (B)(6) 2013. Patient has seen an allergist and results of patch test indicate sensitivity to several materials. At the recommendation of the allergist, the patient requested material composition of peek implants. This report is for an unknown peek spacer. This is 2 of 2 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.